Event description:
It was reported that there was loss of contact and undersensing and pauses were seen. The implantable cardiac monitor (icm) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.